Manufacturer narrative:
H3: product analysis of part#: 5480140v, lot#: gb20e005 visual and functional inspection confirmed the provisional handle is worn from repeated use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding patient having spinal lumbar fusion surgery for spinal stenosis and adjacent level disease. It was reported that the device broke and the extension shaft won't lock into handle. There were no broken fragments left inside the patient and no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the reported products are not physically broken and had only mechanical issue.